Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The high result was 138 mmol/l. The low result was 121 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer cleaned the vacuum nozzle. The investigation is ongoing.

Manufacturer narrative:
The calibration monitor was showing discrepant compensated values and alarms. The ion-selective electrode (ise) check also showed several ise noise alarms. The problem persisted after the vacuum nozzle was cleaned. During another service visit, the field service engineer (fse) replaced the seals on the sipper line, the pinch valve tube, and both the sipper nozzle and vacuum nozzle. The investigation determined that the service actions resolved the issue.